Manufacturer narrative:
The field service engineer determined that a valve was dirty and sticking causing a system reagent to overfill cells. Valves were flushed with warm water. Mechanism checks were performed and no overflow was observed. The customer ran controls and these were accepted. The last calibration performed on (B)(6) 2019 was ok. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined that the issue was resolved by the service actions.

Event description:
The initial reporter stated that the cell rinse mechanism on the cobas 6000 c (501) module was leaving white buildup on top of the reaction cells. One patient sample had a discrepant result for ise indirect na for gen.2. The sample initially resulted with an na value of 165 mmol/l accompanied by a data flag. The initial value was reported outside of the laboratory and was rejected by the treating physician. The sample was repeated on a second analyzer, resulting with an na value of 145 mmol/l. The patient was not adversely affected.